Manufacturer narrative:
E1, f3 - address 1: (B)(6). E1, f3 - address 2: (B)(6). E1 - phone number: (B)(6). Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: the device evaluation for the echo-hd-22-ebus-o device of lot c2348031 could not be completed as the device or photographic evidence of the device was not returned for evaluation. Images were received in which the distal end of needle is kinked and protruding from the scope and a distal break is shown when the device is moved from the scope. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c2348031 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c2348031 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0051 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the target site". There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis definitive root cause was established. The user has not complied with the requirements of the IFU and/or label . It is known that the stylet was partially removed when advancing the needle into the target site. The style not being fully inserted would have contributed to the distal kink. The distal needle kink would have contributed to the retraction issue reported. It is likey the needle broke once removed from the scope. Confirmation of complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction complaints of this nature will continue to be monitored for similar events summary of investigation during puncture, the needle bent and could no longer be retracted into the shaft. Scope and needle removed together. User changed to another needle to continue the procedure. Confirmed quantity of (B)(4) device, confirmed used. Complaint is confirmed based on customer and/or rep testimony. Definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. It is known that the stylet was partially removed when advancing the needle into the target site.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 16 jan 2026 additional questions received on 26-nov-26 1. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end 2. Was gaining access to the target site difficult? No 3. Was puncture of the targeted site difficult? Yes 4. What is the scope manufacturer and model number that was used? Olympus scope 5. Was force required on insertion of device into scope? No, because it was not possible 6. Was resistance felt while inserting the device through the scope? Yes 7. Was the device used in a tortuous position? No 8. Was the endoscope in a flexed or twisted position at any time during the procedure? No 9. Are images of the device or procedure available? Yes 10. When was the issue noted? On needle retraction 11. When was the issued with the product noted? On needle retraction 12. Was difficulty experienced while retracting the needle? Yes 13. Was it possible to be fully retract before removing the needle from the patient? No 14. How many samples were obtained (passes completed) with this needle? No samples 15. Did any section of the device detach inside the patient? No 16. Was the stylet partially removed when advancing the needle into the target site? Yes 17. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 18. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no 19. If not with the device in question, how was the procedure performed and/or finished? They retracted the complete scope within the kinked needle 20. Did the patient require any additional procedures as a result of this event? Yes. 21. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? A second procedure with a new needle from olympus was performed after with success.

Manufacturer narrative:
E1, f3 - address 1: (B)(6). E1, f3 - address 2: (B)(6). E1 - phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle broke off during handling. "As per cc form": during puncture, the needle bent and could no longer be retracted into the shaft. The needle was left in the scope and removed together with it. Additional procedure: the have started a new puncture with a new needle from olympus to get samples and had no problems with this new needle in the same area. 1. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Distal end. 2. Was gaining access to the target site difficult? No. 3. Was puncture of the targeted site difficult? Yes. 4. What is the scope manufacturer and model number that was used? Olympus scope. 5. Was force required on insertion of device into scope? No, because it was not possible. 6. Was resistance felt while inserting the device through the scope? Yes. 7. Was the device used in a tortuous position? No. 8. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 9. Are images of the device or procedure available? Yes . 10. When was the issue noted? On needle retraction. 11. When was the issued with the product noted? On needle retraction. 12. Was difficulty experienced while retracting the needle? Yes. 13. Was it possible to be fully retract before removing the needle from the patient? No. 14. How many samples were obtained (passes completed) with this needle? No samples. 15. Did any section of the device detach inside the patient? No. 16. Was the stylet partially removed when advancing the needle into the target site? Yes. 17. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 18. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. 19. If not with the device in question, how was the procedure performed and/or finished? They retracted the complete scope within the kinked needle. 20. Did the patient require any additional procedures as a result of this event? Yes. 21. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? A second procedure with a new needle from olympus was performed after with succuess.